Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent graft and two (2) limb stent grafts to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of unknown endoleak (indeterminate origin) with iliac aneurysm growth. On (B)(6) 2018, the physician elected to implant three (3) additional limb stent grafts. No further information is available at this time. There have been no additional patient sequelae reported.

Event description:
Additional information: at the completion of the clinical assessment on 08/23/2018, clinical was able to find substantial evidence to refute the reported event of unknown endoleak (indeterminate origin) rather there were two (2) endoleaks identified; a type 3a with complete component separation and a type 1b of the right common iliac artery. This report is for the type 3a endoleak with complete component separation only and separate report will be filed to address the type 1b endoleak of the right common iliac artery.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported event of unknown endoleak (indeterminate origin) rather there was type 3a between the main body and the limb extension stent located on the left side the complaint is most likely user related due to the off-label iliac anatomy. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.